Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 441 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer also stated that they got sensor updating and change sensor alert. The customer declined troubleshooting for high blood glucose level. It was unknown whether the customer using auto mode feature at the time of incident. The insulin pump will not be returned for analysis.